Manufacturer narrative:
H3: product analysis has been updated. ¿as found condition: the pipeline flex embolization device was returned for analysis within shipping box; and within a plastic bio-pouch. The micro catheter used in the event was not returned. Therefore, any contributing factors could not be assessed. ¿damage location details: no bent or kink was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. No other anomalies were observed. ¿testing/analysis: n/a ¿conclusion based on the analysis findings, the pipeline flex could not be confirmed to have failure /incomplete open at distal as the pipeline flex braid ends were found fully opened and frayed. It is possible that the damaged braid is contributing to the reported issue. However, the root cause could not be determined. Such braid damage may occur due to several factors: over-manipulation, and deployment techniques. However, the root cause for damage could not be determined. Based on the analysis findings, the pipeline flex was confirmed to have¿ resistance during delivery¿ as the pushwire and braid were found to be damaged. It is possible there was high force used. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of a pipeline device that failed to deploy. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the posterior communicating artery se gment. It was noted the patient's vessel tortuosity was normal. The landing zone (artery size) was 4.0mm distal and 4.5mm proximal. Dapt (dual antiplatelet treatment) was administered with an unknown platelet reactivity units (pru) level. The angiographic result post procedure was, "significant contrast retention within the aneurysm." No images are available for review. It was reported that after femoral artery access was obtained and the access route was established, the microcatheter was positioned appropriately. A ped-450-16 flow diverter stent was hydrated and advanced into the microcatheter to the target position. During attempted deployment, the distal end of the device could not be advanced out of the microcatheter. Despite multiple attempts, it still could not be advanced out. To ensure procedural safety, the stent was replaced with a new one, after which the procedure was completed successfully. It was noted that there was resistance in the catheter. The catheter was flushed continuously with heparinized saline. The pipeline did become stuck in the distal section of the catheter during delivery. There was no catheter or pushwire damage. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The pipeline was not used for any indication that is not approved (off-label). Additional information was received. The causes or contributing factors for the event were identified to be as follows: during normal stent deployment, the tip end of the stent could not open properly. There was no friction or difficulty during delivery or positioning. The catheter was flushed as indicated in the IFU.

Manufacturer narrative:
B5: additional information added to event summary. H6: coding update based on additional information. H3: product analysis ¿as found condition: the pipeline flex embolization device was returned for analysis within shipping box; and within a plastic bio-pouch. The micro catheter used in the event was not returned. In addition, the model and lot number were not provided. Therefore, any contributing factors, and compatibility could not be assessed. ¿damage location details: no bent or kink was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. No other anomalies were observed. ¿testing/analysis: n/a ¿ conclusion based on the analysis findings, the pipeline flex could not be confirmed to have failure /incomplete open at distal as the device was resheathed. In addition, the pipeline flex braid ends were found fully opened and damaged. However, the root cause could not be determined. Additionally, based on the analysis findings, the pipeline flex was confirmed to have¿ resistance during delivery¿ as the pushwire and braid were found to be damaged. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The catheter used is unknown however, the catheter had an inner diameter of 0.027 inches. The p ipeline had not been placed in a vessel bend when it failed to open.